Event description:
It was reported that patient called the clinic on (B)(6) 2022 and stated feeling weak and fatigued. The patient's hemoglobin/hematocrit (h/h) levels were trending downwards. The patient was admitted to the hospital on (B)(6) 2022 with an international normalized ratio (inr) of 1.8. The patient's course of coumadin (warfarin) was stopped after which they received 2 units of blood and started on octreotide (sandostatin). Plans were made for monthly octreotide injections. A esophagogastroduodenoscopy (egd) was unable to find any source of active bleeding. The patient was deemed stable for discharge and was given no aspirin (ecotrin). Additional information confirmed that the source of the bleeding was unknown and that the bleeding resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.